Event description:
During preventative maintenance of the device, the service representative reported the roller pump would not generate a pump jam error. The representative initially tried replacing the pump module, but the issue was not resolved. The belt tension was adjusted, and that did not resolve issue either. The representative replaced the drive belt and set the belt tensioning, and the issue was resolved. Since the event occurred during preventative maintenance, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.